Event description:
A malfunction alarm identified as malf 12 occurred, but there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction code recurred, prompting a decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy.